Event description:
On (B)(6) 2013, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2014, computed tomography scan revealed contrast in the aneurysmal sac by way of an indeterminate endoleak. The physician suspected either a proximal type I or type iii endoleak. Aneurysmal enlargement could not be confirmed. On (B)(6) 2014, angiography confirmed a proximal type I endoleak. The physician did not indicate a potential cause of the endoleak. On the same day, the patient was implanted with an aortic extender component to treat the type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak.